Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. It ran 466 pulses. Prior to using the lock and load tool to reset the needle mechanism, the needle mechanism was inspected, including the slide retract and mechanism rails, and no manufacturing defects were found. During the lock and load process, the needle mechanism was attempted to be reset into the loaded position. However, the slide retracted popped out from the mechanism rails during this process and damaged the mechanism rails. The device was unable to be reset into the loaded position, due to this damage to the mechanism rails. The device generated an 0x31 alarm, indicating "command was received in an invalid pump state." During investigation, the pod was successfully paired to a pdm, and during priming the device generated an 0x5c alarm. The ratchet gear was manually rotated to reset the position of the rotational sensor springs to the commutator cap and the device was rerun again. The pod was successfully paired to a pdm, and completed priming and a 5u bolus. The second re-run data showed some pulse width increases at the end of the rerun data but did not show any drive stalls and did not generate an alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod between 24 and 36 hours their blood glucose level had rose to 400 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient received a shot of insulin.